Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after an interventional procedure with a 6f sheath. Reportedly, the first device had no threads [cuff miss]. The knot of the second device wasn¿t tying to the artery [failure to advance knot]. The third device went into the artery [functioned as intended], but the patient was still bleeding and a hematoma formed. Manual compression was applied to treat the hematoma. An additional femostop device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.